Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician made three attempts at the transseptal crossing before successfully positioning the was in the laa. The closure device was inserted and deployed in the laa of the patient. All release criteria was met so the device was released from the core wire and successfully implanted in the patient. Shortly after the release of the device it was noted on transesophageal echocardiogram (tee) that there was a small thrombus floating towards the posterior aspect of the left atrium. The physician believed the thrombus crossed over from the right atrium to the left due to the transseptal crossing attempts. The physician did not attempt to aspirate the thrombus out of the patient, instead a heparin drip was started to treat the patient. There were no other patient complications that were reported to have occurred. The next day the patient was stable and doing well following these events. Four days post procedure, the heparin was stopped. A tee was performed and no thrombus was seen. The patient was discharged the same day.